Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 44000. This alarm event pauses the delivery of the pump until the error is addressed. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 5/27/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was corrupted by the internal battery. The unit showed error code 44000 on the power up test. The manufacturer representative reinstalled the software and the unit booted up normally. It was also found that there was a downstream occlusion (dso) seal that was separating. The cause of the customer reported problem was a worn/defective internal battery that was not holding charge. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main printed wiring assembly (pwa) and dso seal, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.